Event description:
It was reported from the hospital that a patient's meniscal bearing had dislocated.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Radiological images: one mediolateral radiograph was provided with (B)(4) for analysis, the date on which it was taken has not been provided. The complaint description from the zimmer biomet product experience report states that the patient ''had a traumatic injury/fell over which caused dislocation of the bearing.'' The provided radiograph shows that the marker wire and marker balls from the meniscal bearing are present anteriorly in the joint space, confirming that the bearing had dislocated at the time of imaging. Therefore it is assumed that this radiograph was taken prior to the revision procedure. Post-primary radiographs have not been received, and are required in order to assess the initial sizing, positioning and alignment of the components. The manufacturing history records (mhrs) for the anatomical meniscal bearing have been checked and verify that the meniscal bearing was manufactured and sterilised in accordance with the applicable specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the hospital that a patient's meniscal bearing had dislocated.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the hospital that a patient's meniscal bearing had dislocated.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: blade incesor plus 4.5mm catalog #: unknown lot #: unknown, medical product: oxf cementless fem sz catalog #: unknown lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the hospital that a patient's meniscal bearing had dislocated.